Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as event onset, the patient was treated with intraperitoneal (ip) injection vancomycin (1 gm, fifth day) and ip injection cefepime (1 gm, once a day) for the event of peritonitis. Dianeal therapy was ongoing. At the time of this report, vancomycin and cefepime therapies were ongoing and the patient was recovering from this peritonitis event. No additional information is available.